Manufacturer narrative:
A ge service rep performed an on site investigation. The hand controller was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system table would not move and the system would not x-ray during a case. The system was rebooted and the procedure was completed. No pt injury was reported.